Manufacturer narrative:
Concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(4), ubd: 26-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was unable to turn up device. The rep did an impedance check to find 0-7 leads were all 40k. Rep gave her a new group c that did not use those electrodes and it worked fine. Issue has been resolved. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep was able to program around the impedance issues and the patient was able to turn up and down from there. Rep was not aware why there were impedance issues; nothing happened to the patient to cause that. As of now, the issue is resolved.